Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.25 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 66 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on additional information received on 17-feb-2022. It was reported that crossing difficulties occurred. The patient presented with coronary artery disease (cad). A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. But the device failed to cross the lesion. The procedure was completed with another synergy xd stent. No patient complications were reported and the patient was all good. However, additional information received that the hypotube broke before the stent into patient and the patient now is safe.